Manufacturer narrative:
Results: both smart coil pusher assemblies had separated pet locks on the proximal end of the pusher assembly. The distal detachment tip (ddt) on both pusher assemblies was undamaged. Conclusions: evaluation of the returned handle revealed no damage and the handle was capable of producing sufficient pull force and throw distance. During functional testing the handle was tested on the handle fixture and was within specification. The root cause of the inability to detach the smart coil with the handle was unable to be confirmed. Evaluation of the returned pusher assemblies revealed their pet locks separated, and their ddts were undamaged. If the pet lock is separated, the embolization coil will likely detach. The non-penumbra microcatheter identified in the complaint was not returned for evaluation and the root cause of the difficulty detaching was unable to be determined. Penumbra smart coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02143.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom)/internal carotid artery (ica) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil in the target vessel using a non-penumbra microcatheter and used a handle to detach it; however, the black alignment zone just separated a little bit and the coil failed to detach. Therefore, the physician manually detached the smart coil. It was reported that the same issue occurred with the next smart coil and therefore, the physician manually detached it. The procedure completed using additional smart coils and the same handle. There was no report of an adverse effect to the patient.